Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vitrectomy cutter was bent before vitrectomy surgery. The surgery was completed after replacing the product with new product. There was no information about any impact on patient.